Event description:
Event description guidant received information that this implantable lead displayed an out of range impedance for four months. The threshold had also increased significantly. A guidant technical services representative discussed the programming, and the device had been programmed to 'dual' lead configuration with a unipolar lead. The device was reprogrammed and the impedance and threshold measurement returned to normal.